Event description:
It was reported that the insulin pump alarmed button error during bolus delivery. The customer tried to deliver a bolus but the keypad was unresponsive; the customer could not even clear the alarm. The customer was advised that heat could have caused the alarm. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. No alarm noted during our testing or on alarm history screen.